Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, insulin therapy was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.